Manufacturer narrative:
The smart cable was replaced for the customer. The smart cable was returned to verathon for evaluation and was tested by verathon technical services. The returned smart cable was attached to a test monitor; the reported loss of image could not be duplicated even through manipulation of the smart cable. As the customer received a replacement smart cable the returned smart cable was scrapped. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the video image cut out. Reportedly there was a ten (10) second delay while the image came back. No back up device was used. No harm to patient or user was reported. The biomed reportedly isolated the image issue to the smart cable.